Manufacturer narrative:
Conclusion awaiting results of investigation.

Event description:
During a case, the reservoir level sensor falsely alarmed for an empty level sensor for a few seconds. The reservoir was not empty. As per the IFU the user was using both an initial, safe flow level sensor, and a secondary, protected flow level sensor. The protected level sensor did not malfunction. There was no interruption of blood flow. There was no patient harm as a result of this malfunction. Due to the protected flow level sensor there was no risk of patient harm.

Manufacturer narrative:
Device was returned to spectrum medical for investigation. The level sensor was tested, and no fault were found during the testing. The sensor worked as expected. There was no visible damage found on the sensor housing, and no signs of liquid ingress were observed. The lemo connector on the sensor was inspected and no issues were found. The sensor cables were securely connected, and no errors occurred when the cables were moved during testing. The reported fault could not be reproduced. There was no patient harm as a result of the original fault and the fault resolved itself during the case.

Event description:
During a case, the reservoir level sensor falsely alarmed for an empty level sensor for a few seconds. The reservoir was not empty. As per the IFU the user was using both an initial, safe flow level sensor, and a secondary, protected flow level sensor. The protected level sensor did not malfunction. There was no interruption of blood flow. There was no patient harm as a result of this malfunction. Due to the protected flow level sensor there was no risk of patient harm.